Event description:
Additional information received indicated the rv lead was later explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and r-wave amplitude variation. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The measured full helix extension length was within specification as received.

Event description:
During an in-clinic follow-up, the right ventricular (rv) lead was found to be dislodged, which resulting in loss of capture and low sensing. The device was temporarily reprogrammed to avoid any inappropriate therapy. Lead revision is anticipated to resolve the event. The patient was stable and will continue to be monitored.